Event description:
It was reported that after an unknown period of time post implant of a bifurcated device and a suprarenal the physician reported the patient had an endoleak. It was noted that an intervention was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiia endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although the following factors may have affected the effectiveness of the implant: 38 mm diameter of the aortic neck, just below the left renal artery; the tortuous aortic neck (approx. 40 °); and the wide position differential between the two renal arteries. Antiplatelet therapy use, the possible persistence of type ii endoleaks, and failure to successfully place bilateral renal snorkels were also factors. There was ultimately stent migration and component separation. No specific endologix device issue was identified.

Event description:
It was reported that after thirty three months post implant of a bifurcated device and a suprarenal the physician reported the patient had an endoleak. It was noted that a non endologix stent reline was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.